Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was cracked/damaged. It was noted that there was moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/18/2014 with the following findings: visual inspection revealed that there was corrosion in the battery compartment and on the battery cap spring. There were no cracks observed on the battery compartment. A leak test was performed and no leaks were found. The pump case was removed and no further evidence of moisture contamination was found. The complaint of that battery compartment being cracked was not able to be confirmed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.